Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, system overheat, found that the unit can't boot as well, replace the sensor threaded probe and exec proc board pcba. Unit ok. All manifold, compressor output test and calibrations all passed. Tested the unit on balloon for 30 minutes and passed.the failure analysis and testing department received the following parts associated with this complaint exec processor board this part was received with a reported unit failure message of system overheat. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual . The failure analysis and testing department could not verify the failure of system overheat. The fat dept. Let the unit pumped for 1 hour and did not observe any error message. Exec. Processor board passed testing. Sending board to the supplier as . The fat dept. Received exec. Processor board . The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: error not detected as described system overheat. All ict, hi-pot, fct, and manual test result have passed. Please see attached investigation document received from supplier. Retaining the board in the fat .the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units system is over temp. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.